Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the pump riding too high in the scrotum the patient had his inflatable penile prosthesis (ipp) pump repositioned lower in the scrotum. The date of onset is unknown and there were no additional complications related to this surgery.